Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were fluctuating (undefined low value to 492 mg/dl). Customer did not know the suspected cause and reported that bg levels vary significantly. Boluses were delivered via the pump and manual injections were administered to address the issue. Recommendation was made by tandem technical support to consult with health care provide regarding diabetes management.